Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105, caused by a failed motor filed. The motor assembly was replaced.